Event description:
It was reported that this left ventricular (lv) lead was explanted due to the patient suffering suffering an infection. The patient is continued to be monitored and under evaluation for a new system to be implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed and it identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. A risk review was completed and confirmed that the event of infection was defined in the risk documentation, which has been accounted for during product risk analysis to support acceptable risk benefit for the product. The infection or infection related allegation could not be confirmed by lab analysis. The "known inherent risk" conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to the patient suffering suffering an infection. The patient is continued to be monitored and under evaluation for a new system to be implanted. The device has been returned and was analyzed. No additional adverse patient effects were reported.